Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing record: records for ¿history of hernia repair x 7¿ before (B)(6) 2006; ¿history of 9 abdominal surgical repairs of hernias¿ as of (B)(6) 2015; ¿old gore-tex is in place¿ were not provided.] On (B)(6) 2003 (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: same. Operation performed: repair of recurrent incisional hernia with mesh. Anesthesia: general endotracheal. Indications: this 39 year old white male has had previous incisional hernias repaired at the midline, initially starting around his umbilicus and several attempts at using sutures and mesh. He has now developed two defects in the upper midline, one to the right side and one to the left side of the upper midline incision. Findings: two incisional hernias, one to the right of the midline and one to the left of the midline. There is intact suture at the midline and intact fascia at the midline. The old gore-tex is in place and appears to be in appropriate position and well incorporated into the tissue. A dual mesh was placed getting about 3 cm beyond all the edges of the previous defects, and this was closed in a transverse lie due to the positioning of the defects. Procedure description: ¿the patient was brought to the operating room and placed in a supine position. He was given general endotracheal anesthesia. He was shaved and then prepped with chlorhexidine solution and draped in a sterile fashion. ½% marcaine with epinephrine was used to locally infiltrate the skin and the subcutaneous tissues around the upper midline scar. The scar was incised to the right and the left side and then excised, and then the subcutaneous tissues were dissected down to the hernia that was on the right side. This was dissected. The sac was opened. The hernial contents were dissected free and then reduced back into the abdominal cavity. Upon identifying this, there was one small defect superiorly at the midline which is about a centimeter in size, and so the fascia was incised to incorporate this into the larger hernia. There was also a defect to the left side, and after cutting of the fascial bridge between the right hernia and the left hernia, this was all incorporated into one large hernia. No defects were found inferiorly. The hernial contents were reduced into the abdominal cavity, and the fascia was freed up around the edges for several centimeters. The gore-tex patch was brought on. The smooth side was placed down, and the rough side was placed towards the fascia. It was affixed laterally on the left side, initially 3-4 cm beyond the edge of the defect, and then using sutures about a centimeter apart it was tacked to the anterior abdominal wall. Inferiorly it was affixed to a portion of the gore-tex patch that had previously been placed around the lower portion of the incision. In a similar fashion the right side was tacked laterally about 3-4 cm beyond the edge of the fascial defect, and then tacking sutures were placed to the gore-tex to the anterior abdominal wall. Care was taken not to injure the intra-abdominal contents by pinching the gore-tex between debakey clips before placing the needle. The wound was irrigated several times with kefzol solution, and then the fascia appeared to come together over the patch vest in a transverse lie, so this was done with interrupted 0 ethibond sutures, about a centimeter apart, taking generous bites of the fascia. The fascial layers were irrigated again. The subcutaneous tissues were then reapproximated using interrupted 0 vicryl suture, and the skin was closed after irrigation with running 4-0 monocryl in subcuticular fashion. Steri-strips and dry dressings were applied. All needle, lap pad and instrument counts were correct at the end of the procedure, and he was awakened and returned to recovery in stable condition.¿ [missing record: a culture report detailing analysis of the specimens collected during the (B)(6) 2003 procedure was not provided.] [Missing record: a pathology report detailing analysis of the device removed during the (B)(6) 2003 procedure was not provided.] On (B)(6) 2003 [facility ni]. Implant record. Mesh dual 15.0 cm x 19.0 cm x 1.0 mm oval. Lot/batch number: 01385010. Catalog/serial number: 1dlmc04. Quantity: 1. W.l. Gore & associates. Expiration date: 03/31/07. The records confirm a gore® dualmesh® with biomaterial (1dlmc04/01385010) was implanted during the procedure. Records between (B)(6) 2003 and (B)(6) 2016 were not provided. On (B)(6) 2006 [facility ni]. (B)(6). Operative report. Actual procedure: recurrent incisional hernia repair with mesh x 2. Pre-operative diagnosis: incisional hernia. Pos-operative diagnosis: incisional hernia. Anesthesia type: general. Anesthesia md: (B)(6), md. Assistant/crna: (B)(6), crna. Specimens: none. Implants: mesh ventralex patch small and medium. Manufacturer: bard. [Missing record: record of full operative report for procedure on (B)(6) 2006 was not provided.] Records between (B)(6) 2006 and (B)(6) 2015 were not provided. On (B)(6) 2015 (B)(6) medical center. (B)(6), md. History and physical. Referred for evaluation of hernias, has long history of having abdominal surgeries. Had a hernia supposedly when he was younger and has had multiple operations. Two hernias can be felt; one on the right side of his abdomen and one in epigastric region, all incision hernias. History of gout and 9 abdominal surgical repairs of hernias; last one with mesh. Drinks occasionally. Review of systems: constipation. Examination: abdomen; positive bowel sounds, soft, large ventral hernia on right side of midline and epigastric region; reducible. Slightly tender to palpation, no other sign of any hernias that are present. Plan: discussed in detail options. Talked about doing a laparoscopy and seeing how big the hernias are to see if we could repair laparoscopically and then try to place mesh over top of mesh he already has. However, with the fact that he has mesh it might be that we have to make an open incision and remove the old mesh and place new mesh. Understands the risks of bleeding, infection and possibility of recurrence, possibility of injuring the bowel; agreeable and wishes to proceed. On (B)(6) 2015 (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: multiple recurrent incisional hernias. Postoperative diagnosis: same. Procedure: laparoscopy, laparoscopic lysis of adhesions greater than 1.5 hours, laparoscopic removal of portion of mesh, laparoscopic recurrent incisional hernia with mesh 10 x 8 inch mesh. Anesthesia: general endotracheal intubation. Estimated blood loss: approximately 10 cc. Indications for procedure: this is a 50-year-old who has had multiple incisional hernias. The patient now comes back with abdominal pain and multiple hernias, one in the epigastric and one in the right side of the abdomen and one by his umbilicus all associated with incisional hernia. Description of procedure: ¿the patient was taken to the operating room and identified as (B)(6). The patient was placed in the supine position. The patient was placed under general endotracheal intubation as per anesthesia. The patient was then prepped and draped in normal standard fashion. At this time an incision was made in the right side of the abdomen. After the incision was made, a trocar with the scope behind it was then carefully inserted into the abdomen without difficulty. Carbon dioxide insufflation was then performed. The scope was once again reinserted inside the trocar, which revealed extensive amount of adhesions with small bowel and transverse colon stuck to the abdominal wall. Multiple hernias were found. At this time, two other trocars were placed on the right side of the abdomen, one in the right upper quadrant and one in the right mid. After these trocars were placed, then careful and meticulous dissection was then used to dissect the bowel away from the mesh. Multiple meshes were used. There was one large mesh and there were 4 small round circular meshes that were attached to the edges. Most of the hernias that were found were recurrences around the circular meshes. These were carefully dissected. Carefully, the small bowel was dissected away from the hernia mesh making sure not to injure it. This was done with sharp dissection. Electrocautery was used for necessary bleeding. The harmonic scalpel was also used. After dissection inferiorly for a large amount of time, found one hernia around the mesh. This was allowed to make further dissection superior. This was able to be done and then to place two trocars on the left side of the abdomen. These were under direct vision. This allowed mobilization to continue from the opposite side of the table. Carefully, once again sharp dissection, blunt dissection using a pusher as well as electrocautery was then used to dissect and finally dissect the small bowel and omentum away from the midline structure of the meshes that were present. After this was done there were four hernias that were found in the midline around the edge of the mesh. There is a portion of mesh that was partly in and partly rotated down and actually fixed in the abdomen. This was grasped and scissors were then used to dissect and remove this portion of the mesh. This was removed through the 10/12 trocar. After this was done the abdomen was measured and 8 x 10 oval mesh was then used. It then had gore-tex sutures placed in four corners. At this time the mesh was then placed inside of the abdomen. A stab wound was made in the epigastric region below the umbilicus and laterally. After these were made, the carter thompson needle was then used to grasp and pulled up the gore-tex suture. This was done in all four quadrants. After this was done then these were tied down without difficulty. At this time, the mesh was then elevated up against the abdominal wall and the vicryl stapler was then used and stapled the mesh all the way around the abdomen and anchored it down. At the completion there was good coverage of all the hernias. After this was done, the trocars were then all removed. The 10/12 trocar site was closed with 0 vicryl suture and then 4-0 monocryl suture was used to close the skin. The patient tolerated the procedure well.¿ on (B)(6) 2015 (B)(6) medical center. (B)(6), md. Operative/procedure progress note [handwritten]. Pre-operative diagnosis: recurrent incisional hernia. Post-operative diagnosis: same. Procedure: laparoscopy, laparoscopic lysis of adhesions greater than 1 hour, laparoscopic partial removal of mesh, laparoscopic ventral hernia repair with mesh. Anesthesia: general. Surgeon/physician: dr. (B)(6). Specimen removed: mesh. Description of each procedure: standard technique. [Missing record: a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided.] On (B)(6) 2015 (B)(6) medical center. (B)(6). Progress note. Postoperative day 1; reports incisional tenderness, abdomen; soft, tender, dressing; clean, dry and intact, incision; clean and intact. Urinary retention foley placed, continue with pain meds. On (B)(6) 2015 (B)(6) medical center. (B)(6). Progress note. No complaints, abdomen; soft, tender, distended, mild, incision; clean and intact. Abdomen distended; give suppository, continue postoperative care, advance diet, out of bed and ambulate, incentive spirometry. Temperature 100.4. On (B)(6) 2015 (B)(6) medical center. (B)(6). Progress note. Comfortable, incisional tenderness, flatus, tolerating diet, ambulating, voiding well. Temperature 100.4. Abdomen; flat, soft, non-tender, nondistended, incision; clean and intact, tenderness as expected. Doing well. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient code (3191: appropriate term not available for ¿mesh failure¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2003 through (B)(6), 2015 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from (B)(6), 2003 and (B)(6), 2006 and from (B)(6), 2006 through (B)(6), 2015 were not provided. Patient information: medical history: ¿ obesity: - (B)(6) 2003: 250 lbs., bmi 33 - (B)(6) 2006: 258 lbs., bmi 34 surgical procedures: ¿ unknown dates: prior hernia repairs x 7 ¿ (B)(6) 2003: repair of recurrent incisional hernia with mesh. Implant, gore® dualmesh® biomaterial. ¿ (B)(6) 2006: recurrent incisional hernia repair with mesh x 2. Implant, bard. ¿ (B)(6) 2015: laparoscopy, laparoscopic lysis of adhesions greater than 1.5 hours, laparoscopic removal of portion of mesh, laparoscopic recurrent incisional hernia with mesh 10 x 8 inch mesh. Implant, bard. Implant #1 preoperative complaints: ¿ (B)(6) 2003: indications: ¿this 39 year old white male has had previous incisional hernias repaired at the midline, initially starting around his umbilicus and several attempts at using sutures and mesh. He has now developed two defects in the upper midline, one to the right side and one to the left side of the upper midline incision.¿ implant #1 procedure: repair of recurrent incisional hernia with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc04/(B)(6), 15cm x 19cm x 1mm thick, oval] implant #1 date: (B)(6), 2003 ¿ wound classification: not provided. ¿ findings: ¿two incisional hernias, one to the right of the midline and one to the left of the midline. There is intact suture at the midline and intact fascia at the midline. The old gore-tex is in place and appears to be in appropriate position and well incorporated into the tissue. A dual mesh was placed getting about 3 cm beyond all the edges of the previous defects, and this was closed in a transverse lie due to the positioning of the defects.¿ ¿ description of hernia being treated: ¿the scar was incised to the right and the left side and then excised, and then the subcutaneous tissues were dissected down to the hernia that was on the right side. This was dissected. The sac was opened. The hernial contents were dissected free and then reduced back into the abdominal cavity. Upon identifying this, there was one small defect superiorly at the midline which is about a centimeter in size, and so the fascia was incised to incorporate this into the larger hernia. There was also a defect to the left side, and after cutting of the fascial bridge between the right hernia and the left hernia, this was all incorporated into one large hernia. No defects were found inferiorly. The hernial contents were reduced into the abdominal cavity, and the fascia was freed up around the edges for several centimeters.¿ ¿ implant size and fixation: ¿the gore-tex patch was brought on. The smooth side was placed down, and the rough side was placed towards the fascia. It was affixed laterally on the left side, initially 3-4 cm beyond the edge of the defect, and then using sutures about a centimeter apart it was tacked to the anterior abdominal wall. Inferiorly it was affixed to a portion of the gore-tex patch that had previously been placed around the lower portion of the incision. In a similar fashion the right side was tacked laterally about 3-4 cm beyond the edge of the fascial defect, and then tacking sutures were placed to the gore-tex to the anterior abdominal wall. Care was taken not to injure the intra-abdominal contents by pinching the gore-tex between debakey clips before placing the needle. The wound was irrigated several times with kefzol solution, and then the fascia appeared to come together over the patch vest in a transverse lie, so this was done with interrupted 0 ethibond sutures, about a centimeter apart, taking generous bites of the fascia. The fascial layers were irrigated again. The subcutaneous tissues were then reapproximated using interrupted 0 vicryl suture, and the skin was closed after irrigation with running 4-0 monocryl in subcuticular fashion.¿ relevant medical information: ¿ (B)(6) 2006: implants #2 and #3 [non-gore products]. Recurrent incisional hernia repair with mesh x 2. [Implants: bard ventralex patch small and medium] - preoperative and postoperative diagnosis: ¿incisional hernia.¿ [operative report not provided.] Partial explant preoperative complaints: ¿ (B)(6) 2015: history and physical. ¿referred for evaluation of hernias, has long history of having abdominal surgeries. Had a hernia supposedly when he was younger and has had multiple operations. Two hernias can be felt; one on the right side of his abdomen and one in epigastric region, all incision hernias. History of gout and 9 abdominal surgical repairs of hernias; last one with mesh. Constipation. Abdomen; positive bowel sounds, soft, large ventral hernia on right side of midline and epigastric region; reducible. Slightly tender to palpation, no other sign of any hernias that are present. Plan: discussed in detail options. Talked about doing a laparoscopy and seeing how big the hernias are to see if we could repair laparoscopically and then try to place mesh over top of mesh he already has. However, with the fact that he has mesh it might be that we have to make an open incision and remove the old mesh and place new mesh. Understands the risks of bleeding, infection and possibility of recurrence, possibility of injuring the bowel; agreeable and wishes to proceed.¿ ¿ (B)(6) 2015: indications: ¿this is a 50-year-old who has had multiple incisional hernias. The patient now comes back with abdominal pain and multiple hernias, one in the epigastric and one in the right side of the abdomen and one by his umbilicus all associated with incisional hernia.¿ partial explant procedure: laparoscopy, laparoscopic lysis of adhesions greater than 1.5 hours, laparoscopic removal of portion of mesh , laparoscopic recurrent incisional hernia with mesh 10 x 8 inch mesh. [Implant: bard] partial explant date: (B)(6), 2015 ¿ wound classification: not provided. ¿ procedure: ¿at this time an incision was made in the right side of the abdomen. After the incision was made, a trocar with the scope behind it was then carefully inserted into the abdomen without difficulty. Carbon dioxide insufflation was then performed. The scope was once again reinserted inside the trocar, which revealed extensive amount of adhesions with small bowel and transverse colon stuck to the abdominal wall. Multiple hernias were found. At this time, two other trocars were placed on the right side of the abdomen, one in the right upper quadrant and one in the right mid. After these trocars were placed, then careful and meticulous dissection was then used to dissect the bowel away from the mesh. Multiple meshes were used. There was one large mesh and there were 4 small round circular meshes that were attached to the edges. Most of the hernias that were found were recurrences around the circular meshes. These were carefully dissected. Carefully, the small bowel was dissected away from the hernia mesh making sure not to injure it. This was done with sharp dissection. Electrocautery was used for necessary bleeding. The harmonic scalpel was also used. After dissection inferiorly for a large amount of time, found one hernia around the mesh. This was allowed to make further dissection superior. This was able to be done and then to place two trocars on the left side of the abdomen. These were under direct vision. This allowed mobilization to continue from the opposite side of the table. Carefully, once again sharp dissection, blunt dissection using a pusher as well as electrocautery was then used to dissect and finally dissect the small bowel and omentum away from the midline structure of the meshes that were present. After this was done there were four hernias that were found in the midline around the edge of the mesh. There is a portion of mesh that was partly in and partly rotated down and actually fixed in the abdomen. This was grasped and scissors were then used to dissect and remove this portion of the mesh. T his was removed through the 10/12 trocar. After this was done the abdomen was measured and 8 x 10 oval mesh was then used. It then had gore-tex sutures placed in four corners. At this time the mesh was then placed inside of the abdomen. A stab wound was made in the epigastric region below the umbilicus and laterally. After these were made, the carter thompson needle was then used to grasp and pulled up the gore-tex suture. This was done in all four quadrants. After this was done then these were tied down without difficulty. At this time, the mesh was then elevated up against the abdominal wall and the vicryl stapler was then used and stapled the mesh all the way around the abdomen and anchored it down. At the completion there was good coverage of all the hernias. After this was done, the trocars were then all removed. The 10/12 trocar site was closed with 0 vicryl suture and then 4-0 monocryl suture was used to close the skin.¿ ¿ (B)(6) 2015: specimen removed: ¿mesh.¿ - a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided. ¿ (B)(6) 2015: ¿temperature 100.4. Abdomen; flat, soft, non-tender, nondistended, incision; clean and intact, tenderness as expected. Doing well.¿ ¿ unknown date: discharge summary not provided. Conclusion: it should be noted that the gore® dualmesh® with biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Part of the device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Based upon the information received, part of the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2003 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh failure, mesh removal and additional surgery. Additional event specific information was not provided.